Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The abbott customer technical advocate asked the customer to check the probes, calibrate the pipettor and meia optics and decontaminate the mup. The customer indicated that the troubleshooting resolved the issue and the calibration passed. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.